Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range pacing impedance measurement greater than 2300 ohms triggering a lead safety switch (lss) to unipolar. The patient was seen in-clinic, and the polarity was reprogrammed from unipolar to bipolar. A few days later the rv lead exhibited a high out-of-range pacing impedance of 2037 ohms. There have been no non-sustained ventricular tachycardia (nsvt) episodes showing noise, however on the presenting electrogram (egm) the implantable pacemaker device recorded oversensing due to noise. Technical services (ts) was consulted due to a suspected performance issue with this lead. At this time, there is no additional information. Additional information provided from technical services (ts) advised current review since the out-of-range pacing impedance measurement of greater than 2000 ohms shows stable unipolar impedance measurements. Ts provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation and possible reprogramming. The lead and device remain in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2300 ohms triggering a lead safety switch (lss) to unipolar. The patient was seen in clinic and switched back to bipolar. A few days later the rv lead exhibited a high out or range pacing impedance of 2037 ohms. There have been no non-sustained ventricular tachycardia (nsvt) episodes showing noise, however on the presenting electrogram (egm) the implantable pacemaker device recorded oversensing due to noise. Technical services (ts) was consulted due to suspected lead failure. At this time, there is no additional information. The lead and device remain in service. No adverse patient effects were reported.